Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that: "the pt came to surgeon in (B)(6) 2010 complaining of hip pain and then returned in (B)(6) 2010 complaining of increase pain. A bone scan revealed a loose acetabular component. During surgery it was noted, there was no bony ingrowth of the acetabular shell. A new acetabular shell was implanted."